Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('she was treated for endometritis'), pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 14675ll-not valid, a66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and menstrual disorder. Previously administered products included for contraception: mirena from (B)(6) 2010 and mini-pill from 2008 to 2010. Concurrent conditions included asthma, vitamin d deficiency, essential hypertension, depression, migraine without aura, gastroesophageal reflux disease, menometrorrhagia, thrombosis nos, pap smear abnormal, heartburn, throat discomfort, dizzy, nauseated, stress, chickenpox, infectious mononucleosis, dizziness, bloating, ache, abdominal pain, lower abdominal pain, vaginal discharge, bacterial vaginosis, panic attack, blood pressure increased, urinary urgency, fever, back pain, uti, leiomyoma nos, chills, fatigue, abdominal distension, dysuria and diaphoresis. Concomitant products included bupropion hydrochloride (wellbutrin), chloramphenicol (antibiotic), doxycycline, estradiol (estrogen), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lamotrigine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and infection ("infection") and was found to have weight increased ("weight gain/ weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation, ablation, on (B)(6) 2017-hysterectomy,(partial),salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and infection outcome was unknown and the genital haemorrhage and weight increased had resolved. The reporter considered dysmenorrhoea, endometritis, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain -dysmenorrhea, other injuries/symptoms- weight gain. Essure insertion date as per previous fu: 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no evidence for spillage of contrast into the abdomen.; on (B)(6) 2013: essure confirmation test(s) (unspecified): result: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding, pelvic pain, dysmenorrhea lot number 14675ll is inv. Lot number: a66678, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('she was treated for endometritis'), pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 14675ll,a66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and menstrual disorder. Previously administered products included for contraception: mirena from (B)(6) 2010 to (B)(6) 2010 and mini-pill from 2008 to 2010. Concurrent conditions included asthma, vitamin d deficiency, essential hypertension, depression, migraine without aura, gastroesophageal reflux disease, menometrorrhagia, clot blood, pap smear abnormal, heartburn, throat discomfort, dizzy, nauseated, stress, chickenpox, infectious mononucleosis, dizziness, bloating, ache, abdominal pain, lower abdominal pain, vaginal discharge, bacterial vaginosis, panic attack, blood pressure increased, urinary urgency, fever, back pain, uti, leiomyoma nos, chills, fatigue, abdominal distension, dysuria and diaphoresis. Concomitant products included bupropion hydrochloride (wellbutrin), chloramphenicol (antibiotic), doxycycline, estradiol (estrogen), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lamotrigine, medroxyprogesterone acetate (depo-provera) since (B)(6) 2013, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)") and infection ("infection") and was found to have weight increased ("weight gain/ weight gain / loss (specify which one) gain"). The patient was treated with surgery (ablation, ablation, on (B)(6) 2017-hysterectomy,(partial),salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and infection outcome was unknown and the genital haemorrhage and weight increased had resolved. The reporter considered dysmenorrhoea, endometritis, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain -dysmenorrhea, other injuries/symptoms- weight gain. Essure insertion date as per previous fu: 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: no evidence for spillage of contrast into the abdomen.; on (B)(6) 2013: essure confirmation test(s) (unspecified): result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, vaginal bleeding, pelvic pain, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, infection. And event added from medical record- endometritis. Reporter information, medical history, concomitant drug, historical drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea(cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, on (B)(6) 2017-hysterectomy,(partial),salpingectomy (bilateral)). Essure was removed. At the time of the report, the genital haemorrhage and weight increased had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain -dysmenorrhea, other injuries/symptoms- weight gain. Essure insertion date as per previous fu: 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain -dysmenorrhea (cramping), bleeding- general abnormal bleed, weight gain.event outcome was added for the events: general abnormal bleed and weight gain. Lab data and reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.